Event description:
The customer reported that their pump had an alarm. Troubleshooting was performed. During the call the customer received assistance from the paramedics. It was believed that it may have been due to change of insulin from humalog to novorapid. In addition, the customer mentioned when receiving medical attention the pump case has damaged.